Event description:
It was reported that during service and repair pre-testing, it was discovered that the j-latch coupling device was ¿running without control.¿ the event was not related to surgery. There was no patient involvement. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was mechanical damage on the flexible printed circuit board and adhesive tape was missing. It was further observed that the three connections pins were bent and damaged and the speed signal was not working. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to handling mistakes, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.